Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, the customer had issues with the luer lock becoming disconnected.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.